Event description:
It was reported that the inflatable penile prosthesis (ipp) was no longer working, and the pump appeared to be not re-filling. A replacement surgery was performed and during the procedure the physician cut down to the pump and noticed it appeared to have a leak as it was half full of air. He then proceeded to open the corporal bodies and noticed the left cylinder had a tear in the outer layer of the silicone which was the cause of the saline leak. All components were removed and replaced. No patient complications were reported.